Event description:
The customer reported that the unit failed the opcheck therapy knob test. The unit was selecting an engery different from the one intended.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.